Event description:
The customer alleged that during a ventilator check, the customer had noticed that the keys on the keyboard would not sound when pushed. There were no alarm conditions at the time that this was observed. The vent was changed out without injury to the pt. The nellcor puritan-bennet customer support engineer inspected the device and found that when the alarm volume knob was turned, the alarm would intermittently function. The engineer replaced the utility panel harness. The unit passed extended self-testing. It is not verified that the alarm had malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.